Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2017 (reported as ¿sometime earlier than (B)(6) 2017¿). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics added to the pd solutions (doses and frequencies were not reported). The course of antibiotics was initially intended to continue for 21 days, however, the antibiotics were discontinued after two weeks as the peritonitis was thought to be resolved. On an unreported date, the patient was recovered from the event. At the time of this report, pd therapy was ongoing. No additional information is available.